Event description:
Locking tab failure/screw backed out of cervical plate (2 years post-surgery 3 level acdf c4-c7) identified because patient felt rubbing against her esophagus (esophageal irritation) and consulted with surgeon. Screw had backed out approximately 50%-.